Manufacturer narrative:
Conclusion code grid updated.

Event description:
It was reported that during preventive maintenance (pm), the device did not pass the pacer test and prompt the ¿hardware failure dpm". The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Correction information: 0sep2024 (j. Ristuccia): information received confirmed the event date occurred on the 19aug2024 and therefore the event date has been updated to reflect this information. Complaint is still under investigation and philips is in the process of obtaining additional information for complaint completion. A final report will be submitted upon completion of the investigation.